Event description:
As reported by the user, a patient of unknown age and gender presented for an endovenous laser treatment fiber procedure. During prep for the procedure, when the device package was opened, it was noticed the tip had fallen off the pvak fiber. The defective device was set aside and the procedure was successfully completed with an alternate package. As this occurred during prep, there was no harm or injury to the patient. The reported device has been returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the manufacturing records for the reported lot number indicated all device specifications and quality requirements were satisfied. The reported defective device has been returned to the manufacturer, and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4)